Event description:
(B)(4) study. On (B)(6) 2015, a (B)(6) white male pt underwent a spinal fusion (c3-c6) for cervical spondylosis. The pt did not report a history of a previous spinal or neurological surgery. The pt did not have any risk factors for a durotomy. A valsalva maneuver was not performed at baseline. During the surgery, an incidental dural tear (length of dural incision: unk) occurred which required repair. The dural tear was repaired using duraseal exact. The pt had cerebrospinal fluid (csf) leak during the initial surgery and it was repaired, operating notes confirms there was no more leak. Sutures were used for closing the main wound. The next morning the drain that was placed during surgery was inadvertently removed and csf was note d to be in the drain. The pt was transferred to the intensive care unit (ICU) on (B)(6) 2015. The event was classified as a serious adverse event. The relationship to the device was recorded as "possible". The pt had no underlying conditions/medical history relevant to the event. At the time of the report, neurological exam was not recorded. The pt had prolonged hospitalization in the ICU. The event was considered resolved on 06/22/2015.

Manufacturer narrative:
Integra completed its internal investigation 8/27/2015. A review of the device history records has been performed. This review confirmed that this lot of product was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. The clinically applied product was not returned for evaluation; therefore, we are unable to identify the specific cause for the problem reported.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.